Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "regarding reprocessing procedure of bf-uc190f, [olympus bf-uc190f reprocessing manual] has description.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope tested positive multiple times to an unspecified number of unknown bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.